Manufacturer narrative:
The reported field event of unable to be interrogated was not confirmed in the laboratory. Device was tested on the bench and no anomalies were found.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up. It was noted that the device could not be interrogated and exhibited premature battery depletion. The device was explanted and replaced. The patient¿s condition was stable during and after the procedure.